Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the power module device had liquid damage and did not turn on the warning light in red. It was also observed that the equipment was found damaged internally because of ingress of water into the equipment, causing the control unit to go into a conflict with the battery charger device. It was further determined that the device failed the following pre-tests: marking and labeling, information button and self-test, charging and checking of power module in charger, function- test, saw- test and check indicator (liquid damage). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.